Manufacturer narrative:
Complaint statement (B)(4): received 1rk 455071p/c2304344 for evaluation. Received customer pictures. We have no remaining inventory of the material/batch. We forwarded the complaint and customer pictures to our affiliated location in brazil from which we receive this product. According to their investigation and comments, a review production documents did not reveal any deviations associated with the reported errors. Customer samples were tested according to gbo standard testing procedures, with regards to correct assembly and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Additive content was found to be within specification in all tested samples. Additionally, tubes were verified to have no presence of potassium. The alleged malfunction cannot be confirmed. Corrected data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.

Event description:
Customer states red cells remain at the top of the tubes for the 8 ml sst and this has caused high potassium result. Clients are advised to allow sst tubes to clot for 30 minutes before centrifugation, but it is unknown if the tubes are sitting upright. Customer advises client uses drucker 642e, which is preset for 1600 rcf for 10 minutes.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.